Event description:
According to additional information received, the device was replaced on (B)(6) 2024.

Manufacturer narrative:
Correction: h6 health effect impact code f1903 removed and replaced with f1905. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, coloplast accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva.

Event description:
According to the available information the device was removed due to infection and was not replaced.